Manufacturer narrative:
The suspect device is expected to return for evaluation. A supplemental report will be submitted once the evaluation is complete.

Event description:
The account alleges that contrast was being injected using a power injector, through the pigtail catheter, the catheter detached and sprayed contrast from the hub.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. Root cause could not be determined. A review of the device history record was peformed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were identified.